Manufacturer narrative:
Patient information is unknown. Date of event is an unknown date in 2018. Device is an instrument and is not implanted/explanted. Date of concomitant therapy is same as date of event, an unknown date in 2018. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during an unknown procedure on an unknown date, it was noticed that the proximal end of the nail had a metal flake that loosened. Also, the inner and outer threads of the insertion handle and the nail do not fit properly. Procedure outcome is unknown. There was no reported patient consequence. Concomitant device: connecting screw/cannulated for multiloc humeral nail (part: 03.019.007, lot: 7562417, quantity: 1). This report is for an insertion handle for multiloc humeral nailing system. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR: part: 03.019.006; lot: 3784344; manufacturing site: hägendorf; release to warehouse date: august 25, 2011. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: (B)(4) zuchwil; selected flow: 2. Device interaction/functional visual inspection: the visual inspection of the insertion handle has shown that the nose (aiming position for multiloc¿ humeral nail) is strongly damaged. Further investigation has shown that on the surface of the insertion handle some heavy hammer blows are visible. Function test: a functional test cannot be performed as a result of the damaged nose. Dimensional inspection: not required per selected investigation flow as root cause is use related. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the article, therefore no drawing/specification review is needed. Summary: the returned insertion handle was examined, and the complaint condition was able to be confirmed. This lot was manufactured in august 2011 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. The investigation has shown that the nose (aiming position for multiloc¿ humeral nail) is strongly damaged. Further investigation has shown that on the surface of the insertion handle some heavy hammer blows are visible. The existing damage, the multiloc¿ humeral nail could not be connect as required with the insertion handle. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.